Manufacturer narrative:
Results: used for tunneler.

Event description:
It was reported the tunneler broke during a stage 2 implant case. The device broke at the distal portion of the carrier where it thins into the obturator. The surgeon had to explant the tunneler, make a counter incision, re-tunnel, and then secure the system. The patient was fine post-operatively, the event resulted in 45 minutes added to operative time. The extensions being placed were also replaced due to concern of damage, while explanting the tunneler. The devices were not saved to be retuned to the manufacturer.